Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during an unknown step in peritoneal dialysis therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). As the cassette was discarded by the customer, a device analysis could not be completed. However, a review of the event history log of the returned homechoice revealed system error (se) 2044, se 2265, se 2201, and reload set 203. These alarms do not signify a condition that would contribute to patient harm. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.